Manufacturer narrative:
B2: date of death not provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died. The cause of death was not reported. It was reported that patient passed away after continuous renal replacement therapy (crrt) using a prismax machine. No additional information is available.

Manufacturer narrative:
B5: upon follow up it was reported there was no specific adverse event reported and no death occurred. There was no report of patient injury or medical intervention associated with the event of minor blood loss. D4: according to the reporter, there were three devices in the facility and the following serial numbers were reported: (B)(6). H10: a service history was performed on all three devices and revealed no indication that the parts replaced during servicing caused or contributed to the initially reported event. The event history logs review showed that during treatment with serial number (B)(6), clotting occurred in the filter and the tmp was too high. The most likely cause of this type of events is a systemic coagulation, which may be associated to different factors including presence of air in the ec circuit (inadequate priming or air entry), low blood flow rate, frequent alarm conditions causing blood pump stops, incorrect delivery of anticoagulant, heparin free dialysis, incorrect dose prescription of anticoagulant and underlying medical condition of the patient. The machine correctly notified the increased tmp pressure and the occurrence of clotting. The event history log review of the other serial numbers showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Analysis of events and received additional information, it can be concluded that the machines installed in this hospital were not affected by recurrent failures, anomalies during the treatment, or recurrent unexpected system failure causing the switch off and blood loss. The prismax machines worked according to specifications. Should additional relevant information become available, a supplemental report will be submitted.